Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative reported the low battery longevity on new 3058, did not use battery. During battery programming the battery life was checked and showed only 28-47% and 30-52 months longevity. They had not used this battery due to the low battery life being shown on a brand new device. The box remained in their trunk and would be returned.

Manufacturer narrative:
Product analysis of ins ((B)(4)) revealed that ins battery indicated a good battery and longevity. The initial complaint was no longer present. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.